Event description:
Same case as MFR report: 2134265-2012-02291. It was reported that during an angioplasty treatment procedure, guide wire entrapment occurred. The intended target lesion is unknown. The physician advanced a 2.5mm x 100mm x 150cm coyote balloon catheter over a thruway guide wire and was inflated twice. The balloon was then deflated. An attempt to remove the balloon was unsuccessful. The physician removed everything as a single unit and lost access. The procedure was not completed. No complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report: 2134265-2012-02291. It was reported that during an angioplasty treatment procedure, guide wire entrapment occurred. The intended target lesion is unknown. The physician advanced a 2.5mm x 100mm x 150cm coyote balloon catheter over a thruway guide wire and was inflated twice. The balloon was then deflated. An attempt to remove the balloon was unsuccessful. The physician removed everything as a single unit and lost access. The procedure was not completed. No complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: as received, the specimen presents a combined overall length of 337.2cm and a ptfe coated shaft diameter of .01330'' to .01335''. The as-received condition of the specimen prevents identification of the guidewire specimen. The coyote balloon catheter presents accordion-like bunching of the inner and outer catheter material 8.10 to 8.50cm, 46.3 to 46.7cm and 47.3 to 47.6 from the distal tip. The lodged guidewire specimen is extending 181.10cm proximally from the balloon catheter y-port hub. The specimen guidewire shaft presents numerous bends/kinks throughout the exposed length, the catheter presents a large radius spiral bend over the length of the shaft proximal of the balloon. The accordion-like bunching of the inner blue catheter sheath material prevents removal of the specimen guidewire from the catheter in a non-destructive manner. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).